Manufacturer narrative:
A revision was performed and this lead was capped and replaced with a competitor's product. The lead will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that this right ventricular (rv) lead in the unipolar configuration due to a lead safety switch. The pacing impedance measurements were confirmed to be above 2,500 ohms. In addition, there was no sensing or pacing outputs. A review of the device memory found that the pacing impedance measurements were out of range (B)(6) 2011 and no r-wave was available. An x-ray was performed and revealed that this rv lead had fractured 3 to 4 cm from the terminal pin. During the follow up, this patient was experiencing an atrial fibrillation that is conducting into the ventricle but was not exhibiting any symptoms. No other adverse patient effects were reported.

Manufacturer narrative:
A revision has been scheduled for a later date. No additional information is available and this lead remains implanted as this time. Once the revision has been performed, this report will be updated.